Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2014-002349, 2032227-2014-002351, 2032227-2014-002352,

Event description:
Customer reported that he was hospitalized (B)(6) 2013 due to low blood glucose. The blood glucose reading was 30 mg/dl. Customer stated that he was found unconscious by his neighbor and he called the paramedics. Nothing further was reported.